Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 october 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted on the anterior-2/posterior-2 (a2/p2) leaflets. A second mitraclip ntw was prepared successfully per IFU. During the procedure, the clip was advanced into the left atrium and tested the gripper orientation. During testing it was identified that the anterior gripper failed to lower. Troubleshooting was performed per IFU and the anterior gripper did not lower fully so troubleshooting was preformed a second time when the gripper fully lowered. The clip was then advanced into the right atrium and implanted successfully, then the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.